Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, embedment of the ivc filter, caval thrombosis, and thrombosis/embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. No additional information is available. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Blood clots and thrombosis within the filter and other vessels do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, embedment of the ivc filter, caval thrombosis, and thrombosis/embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. No additional information is available.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient discovered the caval thrombosis, a year and a month post implantation after undergoing a computerized tomography (CT) scan. A day after, it was noted that the filter was tilted and was embedded. It is also noted that the scan confirmed thrombus present within the filter that was seen a day prior. The patient also reports to be suffering from blood clots, clotting, and occlusion of the ivc, emotional distress, mental anguish, anxiety and stress. According to the information received in the medical records, during the filter placement procedure, the filter was deployed below the left renal vein. The patient was transferred to recovery in stable condition. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, during the filter placement procedure, the filter was deployed below the left renal vein. The patient was transferred to recovery in stable condition. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, embedment of the inferior vena cava (ivc) filter, caval thrombosis, and thrombosis/embolism. Per the patient profile form (ppf), the patient discovered the caval thrombosis, a year and a month post implantation after undergoing a computerized tomography (CT) scan. It was also noted that the filter was tilted and was embedded. The patient also reports to be suffering from blood clots, clotting, and occlusion of the ivc, emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot r1108328 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.